Event description:
Complaint received that alleges "the inserts caused the patient to ulcerate. Therefore had to be hospitalized. She has to do a new amputation on the foot". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.